Event description:
It was reported that this right ventricular (rv) lead had been nonfunctional. The lead had been programmed to atrial pace only. No additional information is available at the moment. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).